Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had its suture tie broken causing it to migrate, which resulted in the associated lead for this device getting pulled and suffering a dislodgment. This ICD was reimplanted and remains in service. No additional adverse patient effects were reported.